Event description:
Defective keypad

Event description:
Keypad was received for investigation. The device history record was reviewed and no events linked with reported issue has been detected. The keypad received was tested. At least one button is not functional. A possible short circuit is at the orgin of the issue. The problem reported is confirmed.